Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with another device during the same surgery.